Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the devices, it was noted that the patient had a small atrium. Also, the patient's mean pressure gradient was 3mmhg. An xtw clip (00926u147) was inserted and grasping was performed. However, after the leaflets were grasped, it was noted that the gradient increased to 8mmhg; therefore, the physician opened the clip for repositioning. When attempting to regrasp, it was noticed that one of the grippers was unable to lower. The clip was locked, then unlocked, but the gripper was still unable to lower. The physician decided to remove the clip and replaced it with an nt clip (00909u163). The nt clip was inserted, and the leaflets were grasped; however, the gradient again increased to 8mmhg. The physician decided to remove the clip and discontinue the procedure. It was noted that the mean pressure gradient returned to baseline after the clip was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.